Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and flanks on (B)(6) 2015 and (B)(6) 2017 using the cooladvantage coolcurve system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Liposuction was performed.

Manufacturer narrative:
Continued a6 race: white.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and flanks and may have developed paradoxical adipose hyperplasia.